Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left circumflex (lcx) artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent struts were noted to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a f/g,promus element,mr,ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and microscopic examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left circumflex (lcx) artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent struts were noted to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.